Event description:
It was reported that, on (B)(6) 2022 a patient experienced myopotential oversensing on their implantable cardioverter defibrillator. The patient's device was reprogrammed, and they were described as stable.